Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. Pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. The following were noted during visual inspection: broken left belt clip rail. The pump was received without a battery cap. In summary, the customer¿s report of a broken belt clip rail was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a belt clip/holster anomaly, and harm was reported with no reported allegation of a device malfunction, or damage (physical or cosmetic). The customer reported a blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The customer reported the following leading up to the event: dropped pump on concrete, which caused the set to be torn, and no insulin was delivered to body. Document treatment for high blood glucose: set and reservoir change to continue pump therapy. The event involved products (acc-1601, mmt-332a, mmt-1884, and mmt-866a. The customer used the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. The customer reported that the pump was dropped/bumped with no visible pump damage. The customer reported high blood glucose. The customer declined to continue with troubleshooting. The customer reported damage to the belt clip. No further patient complications were reported. No product return is required for acc-1601. No product return is required for mmt-332a. Mmt-1884 was requested, and the device was returned. No product return is required for mmt-866a.